Event description:
It was reported that the insulin pump alarmed no delivery. The customer stated that he went to perform an infusion set change, when the insulin pump then alarmed motor error. He reported that the insulin pump also alarmed a motor position encoder error, as well. The blood glucose reading was 399 mg/dl, which was treated with manual injection. No significant events leading to the alarm were observed. Advised replacement of the insulin pump. The customer advised that his blood glucose levels were high because he was sick. He also added that he had been eating some things he should not have. He declined troubleshooting assistance for the high blood glucose. Nothing further reported.

Manufacturer narrative:
The insulin pump alarmed motor error during the basic occlusion test due to faulty force sensor resistor. The insulin pump passed displacement test. Unable to verify e70 alarm and no delivery alarm due to motor error alarm. The insulin pump has minor scratched display window and cracked reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.